Event description:
The customer returned the device to the service center for maintenance. No malfunction was indicated. However, during maintenance testing at the service center it was found that when the volume control knob was turned the alarm tone was not normal and was not audible.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.